Manufacturer narrative:
At the time of this report no sample was provided for evaluation and no lot number was provided. Without the lot number we are unable to review the device history record to determinate if any deviation took place during the manufacturing process of this device. In addition, without the actual sample we are also unable to confirm what the customer experienced and assign a root cause. The raw material suppliers whose materials are use in the manufacture of this gown have been contacted. No changes to the resin, raw materials or processes have been made with the suppliers. At this time, without the actual sample, we cannot determine a root cause for the reported issue. Samples were supposedly sent to the plant, but they have never been received. If the samples are received in the future, the investigation will be reopened, and a follow up report will be filed. We will continue to monitor our customer base for complaints of this nature.

Manufacturer narrative:
The gown sample was received, irradiated and examined. A visual examination was conducted of both sleeve cuff areas. No visual abnormality in the seam or materials was observed to account for this issue. Without the lot number we are unable to review the device history record. The cuffs are engineered without dyes or other potentially irritating materials. The material and cuff suppliers were contacted for material and/or process changes; there have not been any material and/or process changes. The tests utilized on these materials are designed to predict the safety of the product for the general population of users. Unfortunately, no test or series of tests can guarantee that a particular item will be compatible with all users. At this time, we cannot determine a root cause for the reported issue. We will continue to monitor our customer base for complaints of this nature.

Event description:
A surgical tech experienced skin irritation in her wrist area. The irritation began with small red bumps, and was followed by a rash and blisters. The surgical tech went to her physician and is being treated with medication.